Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported that he experienced a high blood glucose level of 403 mg/dl before receiving a no delivery alarm. The customer received the no delivery alarm during a bolus delivery. He was nauseous and had shortness of breath. The customer treated his high blood glucose level with the insulin pump. The customer personally lowered his basal rates and insulin sensitivity due to the amount of physical activity he was doing and the low blood glucose levels he experienced. The basal rates and bolus wizard were programmed inaccurately. The device was not returned.